Manufacturer narrative:
(B)(4). The device was not available for evaluation. A device history review was completed with no issues noted. A service history review will be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 103 alarm occurred at the end of therapy on the home choice (hc). The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, meeting increased intra-peritoneal volume (iipv) criteria. The fill volume (fv) equaled 2000ml, the total ultra filtration (uf) equaled 1.291. The uf cycle three volume equaled to 2265ml, which meets the criteria for an iipv. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.